Manufacturer narrative:
Covidien reference (B)(4). During the inspection service engineer (se) found water in the outer air wall connection. Se recommended to customer to setup local air dryer to air flow supply system to prevent this issue in future. The se complete all testing and ventilator operates within the manufacturing specifications.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.